Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain. A device check was performed and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.